Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon bent the distal threaded end piece of the slap hammer adapter during a case. The piece is no longer of use and would not thread properly into a stem. This did occur intra-operatively with a slight delay. No patient consequence and procedure ended successfully. No lot # available as item has been discarded no further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. However, a review of the provided photograph confirmed the complaint. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.